Event description:
Customer reported an issue with the gas module ii, which may have affected co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Correction included replacement of the unit's multi-gas module bench, adjusting the power supplies, and calibrating. Unit was calibrated and safety tested to factory's specifications.